Event description:
During surgery, it was noticed that the pin puller would not snatch and/or grab the pin. It was able to be removed by a mechanical process and there was no interruption in surgery. The patient did not sustain any injuries. The device was evaluated by the customer's internal engineering team to determine a root cause and then submitted to the initial importer. The device was not returned to the MFR. The customer performed the investigation and retained the device for archiving.